Manufacturer narrative:
(B)(4): product associated with this complaint has not been returned as of 02-mar-2015; the fractured portion of the screw remains inside of the implant. No non-conformances were initiated for this lot. All units of this lot have been shipped. The DHR and complaint review did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The doctor indicated that the abutment screw fractured while the doctor was torquing it into the implant. The abutment screw fragment remains in the implant.

Manufacturer narrative:
The device has not been received for evaluation. This event is being reported due to a single proceeding medical device report where surgical intervention occurred.